Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record and previous repair record for zimmer skin graft mesher serial number (B)(4) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink as well as sap to query for all repairs on serial number (B)(4) prior to 23 october 2018, the device was noted to have been previously repaired sixteen times, the last repair being for the device not cutting a complete mesh reported on 29 november 2018. On 26 february 2019, it was reported from the living legacy foundation that a mesher was producing an incomplete mesh. The customer returned a zimmer skin graft mesher, serial number (B)(4), as well as a 1.5:1 cutter, serial number (B)(4), and a 2:1 cutter, serial number (B)(4), for evaluation. Evaluation on the returned 2:1 cutter on 7 march 2019 found that it produced a passing cut, while the evaluation on the 1.5:1 cutter the same day noted that the cutter produced an incomplete mesh. The 1.5:1 cutter was deemed non-repairable. Evaluation of the mesher on 8 march 2019 found that the device was out of specifications but produced a passing cut with the test cutter. Repair of the mesher occurred on 8 march 2019 involved replacing the side plates, bushing, and a gear. The technician then tested and verified that the mesher was functioning as intended and the devices were returned to the customer without further incident. The device was tested, inspected, and repaired. Reference number: (B)(4) on 26 february 2019. Based on the information provided, the cause of the incomplete mesh was due to a cutter that has been previously reviewed to be ineffective being used with the device. The returned 1.5:1 cutter has been previously evaluated twice, the last evaluation being on 12 december 2018. During both evaluations, the cutter was found to have produced an incomplete cut and be deemed non-repairable. The instructions for use for the zimmer skin graft mesher (zimmer skin graft mesher instruction manual rev. 02-11) notes that a damaged cutter may result in a less than optimal mesh pattern and can cause further damage to the mesher. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information available.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device was getting incomplete mesh on previously recovered cadaver skin. There was no patient involvement. Hence, no adverse events were reported as a result of this malfunction.